Event description:
It was reported during the patients last follow-up visits, an increase in impedance and threshold were observed. The lead was explanted and replaced during device eri changeout. During explant procedure, the lead was broken and the distal part became stuck inside the subclavian vein but was later completely explanted. The distal part of the lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 55.3-55.5cm from the connector pin, consistent with friction to another device. The etfe coating was intact at the same location.